Event description:
Lap chole- "misfiring happened while surgeon was clipping cystic artery so there was some unexpected blood loss." Patient status- "patient was unharmed"

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering attempted to actuate the device several times but was unable to load a clip. The unit was disassembled, excessive debris was found internally. The excessive debris prevented the advancement of the clip train. The root cause of the customer's experience remains unknown; however, if the trigger is pulled before it has fully returned to its initial position from the previous actuation, the device will not properly reset, resulting in a dry fire. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.